Event description:
It was reported that after 10 days on centrimag support, and without previous problems, the pump stopped, and the screen showed "disconnected motor." The motor was still connected to the console. The console and motor were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor stop alarm and the motor stopping was confirmed. The centrimag motor (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review (log: (4) from the associated centrimag 2nd generation primary console. A review of the log file showed events spanning approximately 3 days (on (B)(6) 2022, on (B)(6) 2023 per time stamp). Events occurring on 17jan2023 were recorded during testing at the european distribution center (edc). A motor disconnected alarm was active during testing at the edc on (B)(6) 2023 at 12:55:37. The console was powered down on (B)(6) 2022 at 19:38:22. There were no other notable alarms active in the log file. The centrimag motor was returned to the edc and was evaluated and tested on 14jan2023. The motor was connected to a test loop and test console. A long-term stress test was performed during which the console was unable to recognize the motor. The motor was forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis with ppe, the motor was connected to a calibrated console, monitor, flow probe and mock loop. The motor speed was able to be adjusted. When the motor cable was manipulated ~50inches from the motor¿s strain relief, a ¿motor disconnected: m2¿ alarm activated. A resistance and insulation test were performed on the motor cable and the insulation test passed. However, during the resistance test, resistance was found to fluctuate on the agnd/+5v line upon manipulation of the cable. The resistance fluctuated between 0.5ohm 1.5kohm. The cable was stripped of its outer layer; however, no damage was observed to the underlying wires. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2, f2, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue resolved with exchange of the console and motor, the patient did not experience any adverse events, and that the patient was stable following the event. Related manufacturer report number: 3003306248-2022-14515.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.